Event description:
The customer tested her blood glucose using her breeze2 meters and received readings of 81 and 146 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was unable to find the breeze2 discs for his meter, so no product will be returned.